Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned and investigated. The reported difficult positioning the device was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficult positioning the device. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This event is filed for difficulty positioning, which has the potential to cause or contribute to serious injury. It was reported that on (B)(6) 2016, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. One clip was implanted, reducing the mr from grade 4 to grade 2-3. A second clip ((B)(4)) was prepared and advanced into the patient anatomy to the straddling position. The device was steered down to the mitral valve; however, the clip delivery system (cds) was noted to dive towards the anterior leaflet. Tension was released from the system; however, the clip was still not able to steer straight. The device was removed from the patient anatomy, with the undeployed clip, and replaced with an additional cds, using the same steerable guide catheter. The clip was deployed without issue and the mr grade was reduced to 2. There was no adverse patient effect and no clinically significant delay. No additional information was provided.